Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has been experiencing an increase in seizures. The patients battery is reportedly low and has been referred for battery replacement. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received from the managing physician indicating that the cause of increase seizures and seizure level relative to pre vns baseline are unknown. Settings were provided. Diagnostics were requested but not provided. Surgery date has been rescheduled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that patient had a battery replacement due to battery depletion. The battery was reportedly found to be depleted during pre op interrogation. The explant facility has indicated the device was discarded following the procedure. No other relevant information has been received to date.